Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with a minor scratched display window, a cracked case at the display window corner, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 106 mg/dl. Customer mentioned that she is on a strict diet and this morning her blood glucose was 70 mg/dl. Customer stated that she has not been bolusing. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.